Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported during a lumbar fusion procedure while locking the set screw with the final driver, the head end of the screwdriver broke and disconnected into two parts. The surgery was completed using another final screwdriver. A five minute surgical delay was reported. No additional information has been provided at this time.

Manufacturer narrative:
The returned device was evaluated. The tip was found to have fracture off in a manner consistent with high torque placed on the device during screw installation. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Manufacturer narrative:
The labeling provides instructions regarding device usage.